Event description:
Patient was presented to the interventional lab with a 75% stenosis of the right pulmonary artery. The vessel was described as moderately tortuous with no calcification. Proper preparation of the pta savvy 4.0mm x 2.0cm 80cm balloon catheter was completed and no anomalies were noted. The physician passed the balloon catheter over a getz brothers guidewire (size unknown) to the lesion and inflation pressure was applied to the balloon, but the balloon would not inflate. The balloon catheter was safely removed from the patient and inspected outside the body. The physician noticed that there were two scratches on theballoon. The balloon was set aside and the procedure was completed with another 4.0mm x 4.0cm pta balloon catheter. There was no injury to the patient. The patient is in stable condition.